Event description:
It was reported that during a lobectomy, one side of the staple line was not stapled at 3rd firing. Additional sutures completed the procedure. There was no adverse consequence to the patient.